Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, unacceptable capture threshold and low sensing were observed. After attempts to reposition the lead were unsuccessful, the lead was replaced.